Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have yet to be recovered from the field. A review of device download data does not suggest that there was any device malfunction contributing to the event. Device manufacture date: monitor: 10/31/2013; belt: 07/27/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Review of the download data indicates that the patient entered asystole and received one shock prior to passing. CPR artifact contributed to the false detection. Asystole is considered a non-life sustaining rhythm. The electrode belt was disconnected and the patient passed away.